Manufacturer narrative:
Result: glide rod.

Event description:
It was reported by service report that the head end right side rail will not raise or lower and is broken. It was reported that the customer could not determine if there was any pt involvement; however, no adverse consequence was reported related to the alleged issue.